Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported that the touchscreen was not working properly. There was no patient involvement when the issue occurred, no patient or user harm reported. The customer stated that the bottom half of the touch screen was not working properly. The customer requested the part number and price for touchscreen and user interface (ui) assembly. The remote service engineer provided the customer with part numbers for ui assembly and touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.